Event description:
Initial report: this non-serious spontaneous case report from (B)(6) was reported by a consumer on 29-oct-10. Local reference (B)(4). This case involves a (B)(6) female pt who was injected with poly-l-lactic acid (sculptra) 2 vials, 1 month ago (nos). Injected areas: cheeks, neck, nasogenian folds and other regions of her face (nos). Since then, the pt had been experiencing itching and burning in her face, back of the neck and sometimes, all over the body. Relevant medical history includes previous treatment with hyaluronic acid in cheekbones 2 years ago. Concomitant treatment: hydratant cream and sun lotion given by the physician. According to the pt, her physician ruled out poly-l-lactic acid as etiology of the event. She was satisfied with the results and a new session was scheduled for (B)(6) 2010. Event outcome: recovering. A pharmaceutical technical complaint (ptc) has been initiated. (B)(4).